Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Please reference mw5056773. (B)(4).

Event description:
It was reported that the patient was inappropriately shocked three times. The patient went to the hospital and had their right ventricular (rv) lead reprogrammed. As well, the caller stated that the patient had not had any problems with the lead or device until this situation. No further patient complications have been reported as a result of this event.